Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 double head pump generated an error message on the central display during priming. The pump was switched out for the procedure. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The unit was tested and the reported issue was confirmed. The error message was only present when the pump was rotating. A serial readout of the pump was performed and the data was sent to sorin group (B)(4) for analysis. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 double head pump generated an error message on the central display during priming. The pump was switched out for the procedure. There was no patient involvement.